Manufacturer narrative:
It was reported that the patient expiereinced a rash with welts that caused itchy skin while using the electrode - adapter - flex with electrode - pad - cloth - nissha a10042. The electrode - adapter - flex with electrode - pad - cloth - nissha a10042 were not retruned. The electrode was unable to be inspected because it was not returned. Allegation was not confirmed as no images were provided and/or there's no evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel.medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported on (B)(6) 2025 that on an unknown date the patient noticed a rash with welts and itchy skin while using the electrode - adapter - flex with electrode - pad - cloth - nissha a10042. The patient sought medical attention and was prescribed a steroid. The rash has improved however there are some scaring. The patient reported that they do not have skin sensitivities/allergies to electrodes and that they followed proper skin prep. The patient did note that the device was place by tech and they prepped their skin by using a scrub pad. The patient ended service and returned the kit. No additional information provided.